Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 3fr s/l per-q-cath catheter. Usage residues were observed throughout the sample. The sample terminated at the 40cm depth marking. The catheter was received in two segments which shared a complete break at the distal end of the molded joint. Tactile inspection of the sample revealed severe tensile weakness in the vicinity of the break. Microscopic inspection of the break site revealed irregular edges and a slightly elliptical cross-section. The edges exhibited a dully granular surface. The break features and tensile weakness were consistent with damage caused by tensile stress. It appeared that the luer hub was pulled while the catheter was fixed in place. Care should be taken when securing, accessing and maintaining catheters to avoid causing damage.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rexh0557 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rexh0557) have been reported from one (B)(6) facility.

Event description:
It was reported that the catheter allegedly broke.